Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted with no information. The ra lead subsequently tested out of specification. Follow up revealed that the ra lead was replaced because "it had moved due to patient activity". No patient complications have been reported as a result of this event.